Event description:
During a procedure the system indicated fluoroscopy. The footswitch had been dropped causing the hlf cover to break off from the footswitch. The cover was replaced at a 90-degree angle from its original position causing fluoroscopy. No patient injury was reported.